Event description:
An acumed acutrak plus screw was implanted in the patient in (B) (6) 2009. During a post operation follow-up appointment the physician confirmed the screw to be broken. A revision surgery was required to remove the trailing edge of the screw with a driver. The tip of the screw remains in the patient's foot.